Event description:
Customer reported a past high blood glucose event with the highest level reaching 775 mg/dl. Cause was not known. To address the high blood glucose, the customer used a correction injection via multiple daily injections (mdi). Technical support recommended that the customer consult with a healthcare professional to further discuss what might be affecting blood glucose levels, and the customer acknowledged this advice.